Manufacturer narrative:
This report is being supplemented to provide a correction to d4, h6 (type of investigation) and h10. D4 (lot number): the correct lot number of this device is unknown. H6 (type of investigation) - the code 3331 ¿ analysis of production records was added in error to the 1st supplemental report. H10: the device history record was unable to be reviewed for this device since the correct lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and correction to h3. The device evaluation and information provided in h3 was inadvertently omitted from the initial medwatch report. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the eyepiece hat detached from the insertion tube due to excessive force by the customer. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k897003/ k904939.

Event description:
It was reported to olympus that a telescope was returned for repair due to a broken eyepiece. The reported issue was found during reprocessing of the device. There was no patient injury or adverse event reported to olympus.